Event description:
The facility educator for infection control reported to the baxter sales representative that patient bsis (blood stream infections) have been associated with the use of the flolink device during 2008 and 2009. There is no information currently for each event. It is unknown what interventions were required. The patient outcomes are unknown. The actual samples were discarded and no companion samples are available. The facility educator has provided additional training for the clinical nursing staff. This is the related complaint for patient d.

Manufacturer narrative:
CAPA was opened on june 26, 2009 to address blood stream infection complaints.

Event description:
It was reported that during an angioplasty stent treatment procedure, a stent dislodgement occurred. During preparation of the 10x30mm express vascular ld premounted stent system, outside of the pt, the physician observed that the stent was partially dislodged from the stent delivery system, however, the physician attempted to insert the express vascular ld premounted stent system through a non-bsc introducer. Under fluoroscopy it was visualized that the stent was moving. The express vascular ld premounted stent system was removed from the pt and the procedure was completed with a non-bcs stent. No pt complications were reported. The pt's condition was reported as "ok". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The sample was discarded, the lot number is unknown, and no companion samples are available.